Event description:
There was no patient harm and hospitalization. Postoperative the patient stopped taking ketorolac and used artificial tears frequently.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol) the patient vision was not sharp/feels vision not crisp even with manifest refraction (mrx), macula optical coherence tomography was fine. Additional information was requested and received stated approximately after 2 months the lens was explanted with a monofocal lens in a secondary procedure.